Event description:
The service repair technician (srt) reported that during routine testing of the device at the subsidiary service center, the occluder head would not calibrate. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.